Event description:
It was reported that approximately 19 days after the implant procedure it was suspected that this right atrial (ra) was dislodged. This lead was explanted and replaced. The lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that approximately 19 days after the implant procedure it was suspected that this right atrial (ra) was dislodged. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.